Event description:
It was reported that a physician trained in the use of the perclose proglide device achieved arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, tissue tract ooze developed at the groin site, which was treated with three minutes of manual compression. Later a femostop was applied prophylactically. When the femostop was removed, the dressing was noted to be dry. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could be performed.